Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after suffering from a fever. Upon chest echocardiogram and ultrasound it was noted that there was vegetation growing on both endocardial right ventricular leads. The patient was suffering from infection. Due to the excess vegetation, the patient presented in the operation room and underwent a system explant. Patient¿s condition was stable post procedure.

Event description:
New information received states the patient was also suffering from rigors.